Manufacturer narrative:
(B)(4). The customer returned an 18ga x 2-1/2" introducer needle with a clear hub. The needle cannula was bent half way along its length. Under microscopic examination, it was observed that there was a crack in the hub that emanated from the hub opening and extended 7mm down the length of the hub. A device history record (DHR) review was performed on a potential lot number and there were no issues found that could relate to the reported complaint. The report of a cracked needle hub was confirmed by visual examination of the returned sample. A single crack was observed in the needle hub. A DHR review was performed based on a potential lot number and did not reveal any manufacturing related issues. Further investigation of this issue is being conducted under CAPA (B)(4). The failure investigation indicates that the probable cause is design related.

Event description:
The customer alleges that the hub of the needle shows cracks/stress marks.

Manufacturer narrative:
(B)(4). Potential catalog number is cs-25853-e. Potential lot number is zf3037579.

Event description:
The customer alleges that the hub of the needle shows cracks/stress marks.